Event description:
The account alleged the pt position module will arm in positioning but will not alarm unless all weight is off of the bed. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.